Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent thrombosis occurred and the patient experienced acute myocardial infarction. The target lesion was located in the moderately tortuous left circumflex artery (lcx). A 3.50 x 16 mm synergy drug-eluting stent was placed in the proximal lcx and a 2.25 x 28 mm synergy drug-eluting stent was placed in the distal lcx. After several hours, the patient experienced chest pain and an increase in ii and iii fv56 st. Coronary angiography revealed 50% (in-stent) and 90% (in-stent) both suspect in-stent thrombosis. Patient was given argatroban as it was a suspected heparin induced thrombocytopenia (hit). After medication, it was confirmed via intravascular ultrasound that thrombus disappeared. No further complications were reported and the patient was discharged.